Event description:
Additional information received indicated the clinical event committee reviewed images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed to a myocardial infarction.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that myocardial infarction is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A study core lab reported a visual observation of a thrombus during their image review of a protocol-required, optical coherence tomography (oct) following a coronary atherectomy procedure using a csi orbital atherectomy device (oad). Additionally, the patient troponin levels were observed to be above the upper limit of normal (uln) for the study.

Manufacturer narrative:
The reported device was not returned as there was no adverse event identified by the treating physician and the device was discarded per the hospital's procedures. While inconclusive, there was no evidence that the visual observation of thrombus was the result of the use of the orbital atherectomy device or that it caused or contributed to an adverse event for this patient. Csi ID: (B)(4).

Manufacturer narrative:
This event was referred to cec for adjudication as per eclipse clinical trial procedures. This event was adjudicated by the cec and it was determined that the angiographical findings were consistent with a procedural flow-limiting complication such as coronary dissection, occlusion of a major epicardial artery or a side branch occlusion/thrombus, disruption of collateral flow or distal embolization. (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi diamondback orbital atherectomy device (oad), a perforation occurred. The target lesion was 90% stenosed and located in the proximal right coronary artery (rca). Following six treatment passes with the oad on low speed, a type I perforation was noted. No perfusion into the pericardium was noted, however it appeared as though the oad had caused a trench or gouge in the artery. An echocardiogram was performed and no extravasation was noted. Balloon angioplasty was performed and drug eluting and covered stents were placed to resolve the perforation and anticoagulation was reversed. At the end of the case, the perforation site was less robust but remained apparent. The patient was discharged in stable condition the day following the procedure. Per the physician, the reported event was due to wire bias related to the tortuosity of the vessel distal to the lesion, and there was no alleged malfunction against the csi device.